Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported when the product was opened on the operating table, the doctor applied the catheter to the doctor to test the exhaust function and found that there was a hole in the top of the valve. The procedure was completed with backup product(s). The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The returned valve was patent. It met the requirements for reflux, valve flux test, and preimplantation testing. The valve did not meet the requirements for pressure-flow testing. The valve did not meet the requirement for leak testing due to tears on the dome. There was damage to the inlet connector. It is unknown how or when the damaged occurred. The IFU that accompanies the product cautions that, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components¿.¿. Proteinaceous and crystalline debris was observed on the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system. Particulate matter that enters the shunt system may result in shunt occlusion¿¿ and ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Blue markings were observed on the valve. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
There was not any environmental/external/patient factors that may have led or contributed to the issue.